Event description:
(B)(4) spoke with the peritoneal dialysis nurse on (B)(6) 2010 regarding an unrelated issue. The nurse stated the patient contracted peritonitis on (B)(6) 2010. The patient's condition is ongoing and improved. The patient has been retrained on technique. The nurse stated the patient would have discarded the sample, no companion sample would be available, and the lot number would be unknown.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
A patient reported blood glucose results of "335 mg/dl" with a lifescan meter and "245 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.